Event description:
Update: (B)(4) 2014 - medical records received. Patient was revised to address metallosis, scar tissue, and grayish-green serous fluid. Upon revision, the surgeon noted no evidence of acetabular cup loosening, bone or soft tissue erosion, or pseudotumors. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.

Event description:
Patient was revised due to cup loosening.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.